Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the second diagonal artery and left anterior descending artery bifurcation. Two non-bsc guide wires were inserted via vascular access. One was laid down into the left anterior descending artery and another one was laid down into the second diagonal artery. A 2.0x20mm non-bsc balloon catheter was inserted and inflated four times at 14 atmospheres per inflation into the second diagonal artery back to the mid left anterior descending artery(lad). A 2.25x32mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The stent delivery system(sds) was removed and the non-bsc balloon was reinserted slightly and more distally into the second diagonal artery. The balloon was inflated thrice at 16 atmospheres per inflation back into the mid lad. The sds was re-advanced but still failed to cross the lesion and was then removed. The balloon catheter was re-advanced and was inflated four times at 12 atmospheres per inflation from the mid second diagonal artery back into the mid lad. The sds was re-advanced for the third time but still failed to cross the lesion and so the sds was removed. Another non-bsc wire was inserted into the second diagonal artery to support the wire but the sds still failed to cross the lesion. The physician attempted to forcibly advanced the sds, however, the attempt still failed and upon sds removal, the stent was noticed to have been dragged off the delivery balloon and lodged into the proximal second diagonal artery. A 1.25x15mm non-bsc balloon catheter was then advanced and inflated into the proximal lad followed by the advancement of a 1.5x20mm non-bsc balloon which was then inflated into the lad across the second diagonal bifurcation. A new 2.0 x 20mm non-bsc balloon catheter was advanced and inflated into the mid lad across the second diagonal artery followed by the advancement of a 2.5x20mm non-bsc balloon which was inflated into the lad crushing the proximal end of the 2.25x32mm promus element stent to protect and keep open the target vessel. A 2.5x20mm promus element was then advanced and deployed into the mid lad across the second diagonal bifurcation at 18 atmospheres successfully. The stent was then post dilated with a 3.0x8mm non-bsc balloon at 14 atmospheres and the procedure was completed. The physician was comfortable with the procedure outcome. With both the left anterior descending artery and the second diagonal both patent, the physician concluded that though the 2.25x32 promus element drug eluting stent was not optimally deployed, it was managed to keep the vessel open with a good flow. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).